Event description:
Attorney alleges plaintiff developed rupture, multiple physical symptoms including arm pain, disfigurement, nonspecific autoimmune condition, atypical connective tissue disease, anxiety, stress, pain and suffering.